Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display after insert a new reservoir and new battery. Customer didn't know blood glucose level. Customer then stated blood glucose during call might be 296 mg/dl or higher due to the device being off for a while. Troubleshooting was performed and anomaly persisted after changing the battery and cleaning the battery compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.